Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as to be related to the patient performing exchanges in her car and a possible breach in aseptic technique. On an unreported date, the patient was admitted to the hospital for the peritonitis event. The patient received unknown antibiotics intravenously (dose and frequency not reported). It was reported the patient pulled on the pd catheter and the catheter was subsequently removed. The patient is on hemodialysis. At the time of this report, the patient is reported to be recovering from the peritonitis event and remains on antibiotic treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.